Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got scratches on lcd and it was hard to see the numbers on the screen. The customer¿s blood glucose level was unknown. Troubleshooting was performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Device received with severely scratched display window and case.